Manufacturer narrative:
A sample was received for evaluation. A visual inspection by the naked eye revealed a hair which was welded between the bag port and the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was human error during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair in a 500ml eva tpn bag. This issue was discovered before use. There was no patient involvement. No additional information is available.